Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating method. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the endotracheal tube is coming apart during intubation and while bagging. The device was changed out with no consequences. No patient injury or harm reported.

Event description:
The customer alleges that the endotracheal tube is coming apart during intubation and while bagging. The device was changed out with no consequences. No patient injury or harm reported.

Manufacturer narrative:
(B)(4), the device sample was not returned for evaluation at the time of this report.